Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms that the device was manufactured to specification. Review of the pt details from the surgeon confirmed that the pt's condition of hemophilia would mean that the pt has bone mineral density, which is linked to the failure of the fixation and bone resorption. This is most likely the cause of the reported loosening. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The patient underwent successful revision of the distal femur. The exact cause of the event could not be determined because insufficient information was provided, however aseptic loosening can be a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. Further information, such as product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. There were no reported complications resulting from the revision surgery. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. (B)(4).

Event description:
It was reported by the surgeon that the patient required a revision procedure due to aseptic loosening. This is a supplemental report for 3004105610-2014-00196 ((B)(4)).

Event description:
It was reported by the surgeon that the pt required a revision procedure due to aseptic loosening.